Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received information in service report, the expiratory channel pcb had traces of oxidation. The expiratory channel pcb contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. Liquid/corrosion on pcbs can cause short circuit which might affect the ventilator¿s characteristics and performance. The most likely cause of the contamination is ingress of liquid or improper humidity. Circumstances about the source of the liquid are unknown. The causes of the claimed issues in this customer product complaint have been determined. The issues were related to environmental issue.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
During the inspection of the ventilator, it was revealed that printed circuit boards were contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.